Event description:
It was reported the pt is experiencing ineffective stimulation in addition to unintended rib stimulation. An sjm representative was unable to resolve the issues with reprogramming. The next course of action is being determined. In the meantime, the system is to be reprogrammed (cycle programs) to determine if the issues are a result of the pt becoming less sensitive to the stimulation mode of delivery.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.